Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we find one other complaint regarding the lot number unfortunately without sample from our customer we cannot do more than documentary investigation which didn¿t reveal any anomaly recorded during production. Checking quality database revealed no anomaly in connection with the described defect. We can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe. A similar case study was performed on folysil silicone pediatric, on the same defect "mandrel was difficult to remove" from november 2021 to november 2025, 2 similar case were found

Event description:
According to the available information difficulty removing the mandrel, it seemed stuck to the probe. The nurse had to force it out, which caused pain and discomfort.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information difficulty removing the mandrel, it seemed stuck to the probe. The nurse had to force it out, which caused pain and discomfort.